Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant medical devices: d224trk ICD, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that upon hearing an alarm tone, the patient consulted with their doctor and it was discovered their right ventricular (rv) lead had high impedance and no capture due to possible fracture. The patient was admitted to the hospital. The lead was reprogrammed and then the pacing portion of the lead was capped and replaced, and the high voltage portion remains in use. No patient complications have been reported as a result of this event.